Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had issues with the insulin pump's sensor and infusion set. The customer's sensor was reading 58 mg/dl but his blood glucose level was 195 mg/dl. The sensor and blood glucose reading difference was not within an acceptable range. The infusion set either came out or the tape was stuck together. In one instance, the infusion set was not inserted properly and caused his blood glucose level to go up to 500 mg/dl. He treated his blood glucose level with a manual injection. The device was not returned.